Event description:
Pt underwent cataract surgery on 3/23/2000, and implantation of a staar model aq2017v intraocular lens. As the lens was inserted into the eye the capsule tore. At this time, an anterior vitrectomy was performed. There was not pt injury and the pt is doing fine.